Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump lost power and displayed went blank. Flow was reestablished by changing out the control panel and resetting the breaker. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump lost power and display went blank. Flow was reestablished by changing out the control panel and resetting the breaker. There was no report of pt injury. The investigation is ongoing. A f/u report will be filed when the investigation is completed.